Event description:
An occlusion balloon catheter was placed for a therapeutic renal artery embolization. The balloon was placed into the renal artery and inflated and the balloon would not deflate. The physician was able to twiest the catheter and aggressively pull it back to eventually deflate it. Another catheter was used to complete the procedure.